Event description:
Medtronic received info that this pt died during aortic valve replacement. It was reported that the valve was implanted and after coming off bypass, the pt's blood pressure dropped. In response, the pt was put back on bypass. The physician thought there might be a blockage of the right coronary ostia. A second attempt to come off bypass was unsuccessful, and again, the pt was put back on bypass and the aorta was opened. Both coronary ostia were clear and open. During the attempt to come off bypass a third time, the pt died. It was reported that the surgeon could not conclude at the end of the case what had happened, however, reported that the death was not a valve related. No autopsy was performed. The death certificate listed the cause of death as cardiac arrest due to heart failure.

Manufacturer narrative:
Method: other = device history reviewed. Results: other = device history review found the product met specifications when released for distribution. Conclusion: other = cause of event cannot be determined. Analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation.